Manufacturer narrative:
H.6. Investigation summary: one pen needle injector with a broken piece of cannula in the septum was returned. Visual examination of the returned sample was carried out and no manufacturing related issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the sample returned this cannot be confirmed to be manufacturing related. H3 other text : see section h.10.

Event description:
It was reported that the bd micro-fine¿ ultra¿ pen needle broke off during use. The following information was provided by the initial reporter, translated from dutch to english: "some time ago I received an insulin pen from you with a broken pen needle in the rubber. It concerns a pen needle and insulin pen from a patient that we had taken care of (meanwhile admitted to a retirement home). So it is indeed about the bd pen needles and was therefore only used once. Probably the needle was not turned straight and therefore broke."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ ultra¿ pen needle broke off during use. The following information was provided by the initial reporter, translated from (B)(4) to english: "some time ago I received an insulin pen from you with a broken pen needle in the rubber. It concerns a pen needle and insulin pen from a patient that we had taken care of (meanwhile admitted to a retirement home). So it is indeed about the bd pen needles and was therefore only used once. Probably the needle was not turned straight and therefore broke."